Event description:
Boston scientific received information that this device displayed high out of range shocking impedances. At this time there has been no intervention or follow up. No adverse patient effects were reported and this device remains implanted.

Manufacturer narrative:
Upon additional information this investigation will be updated.